Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.9 mmol/l at the time of the incident and current blood glucose was 10.2 mmol/l. Customer woke up with low blood glucose, she stated that this was normal and happens once in awhile. She took juice to bring up blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. Customer stated that they did not used auto mode feature at time of high blood glucose event. The device will not be returned for analysis.